Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one burst of anti-tachycardia pacing (atp) and one shock as inappropriate therapy for a suspected atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) was consulted and discussed stored data as well as how alerts are handled by the device. This device remains in service. No additional adverse patient effects were reported.